Manufacturer narrative:
B3: estimated date.

Event description:
According to the available information, the mandrel cannot be removed and the dilators bend. There is a high risk of kidney damage.

Manufacturer narrative:
The review of the complaint history database, revealed no trends for the lot number 9862465. In (B)(6) 2024, we received sealed samples from lot 9862465: the functionality of the samples was tested and revealed 2 non-compliant devices, a sock effect was observed. These 2 defective products were manufactured using an intermediate batch number of j catheter lot 9063083. According to the information known quality database was checked and revealed one non-conformity opened on (B)(6) 2024: nc-009074 "mandrin stuck in the vortek j catheter" potentially related to the complaint's description. The root cause analysis is ongoing at this time and actions will follow the results of this analysis. A similar case study was performed based on pcn product , same defect: functionality mandrin stuck from (B)(6) 2024:19 similar case were found. (See document in attachment). A rmf evaluation was performed based on criq209 - risks identified 13270 (hazardous situation: catheter is not correctly positioned). The evaluation has showed that risks are adequately controlled and reduced as far as possible in the state of art. Based on this, we can conclude that residual risks are adequately controlled and reduced as far as possible, and the residual risks associated with the use of the product are acceptable when weighed against the benefits to the patient/user. It is concluded that the risks identified are still acceptable and considered as safe.

Event description:
According to the available information, the mandrel cannot be removed and the dilators bend. There is a high risk of kidney damage.